Event description:
The following has been reported: biomed reported: "tubing set problem. No patient harm or infusion stoppage reported." A preliminary review of the logs identified the following issue: mechanical hardware failure (av assembly). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for evaluation. Upon initial evaluation it was found the vr was stuck in. The pump was subsequently unable to mate with cassettes. An internal evaluation found the source of jamming for the vr was a screw that broke off the front housing becoming attracted to the magnet of the vr assembly. The screw broke off consistent with a large impact as other sources of physical damage such as a broken handle screw mount was found as well. There are signs of fluid ingress as a strong foul odor was detected in the pump, the source of this odor is a viscous yellow substance that has begun to pool along the bottom of the lcd. The handle is beginning to oxidize consistent with excess humidity or fluid contact.